Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 3 was failed. A field service engineer (fse) replaced worn out tower door 3 latch assembly to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower 2-endoscop door 3 failed and required maintenance. When the user attempted to recover the door, the recovery prompt disappeared abruptly along with the icon. Additionally, when attempted to open the tower door, it produced a clicking sound and failed again. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.